Manufacturer narrative:
Three sealed reservoirs were inspected and no anomalies were noted. Testing for leaks was performed and no leaks were noted.

Event description:
It was reported that the customer experienced high blood glucose of 388mg/dl. The father stated that insulin from the reservoir leaked and the caller noticed when the reservoir was removed. The father stated the infusion set was changed, and the customer continued having high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.